Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After an ortho case, the patient experienced paralysis in their foot. The surgeon reported the aquamantys device may have contributed to the paralysis. It is unknown if any interventions were needed and no further case details were available.